Event description:
The 511sd and 355sd were used during an operative laparoscopy. The trocars locked out prematurely while surgeon was trying to insert them. The scrub rn stated a click was heard and there was movement of the red button. The surgeon struggled to insert the trocars and then backed away several times. The case was completed with a 355l. The rep is returning the 355l with the other devices because the or put all three trocars in one bag. There was no difficulty with the 355l. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with the endopath dilating tip trocar on 3/10/97 while performing a diagnostic lap. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971609-2. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, obturator condition, outer gasket condition, sleeve condition, and trocar condition, conforming; reset button condition, unarmed; and stopcock condition, closed. Functional tests & results: flapper door functional, and lockout functional, conforming. Analaysis conclusion: based on the functionality testing the instrument did not arm on the first initial arming but during subsequent arming the instrument functioned as intended and the incident could not be repeated. No conclusion could be reached as to how the instrument failed to arm. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.